Event description:
It was reported that the patient experienced a return of pain and there was an impedance issue described as low impedance or short with reported impedance values of 488, 540, 277, 494, and 539. It was also reported that there were stimulation issues, including loss of stimulation, stimulation in an incorrect location, and other unspecified stimulation issues. Troubleshooting was performed by reprogramming the patient¿s groups to use only contacts not affected by the low impedances. The issue was reported as ongoing and the cause was not known. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.